Event description:
It was reported that tachycardia and bradycardia occurred. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman flx pro laa closure device & delivery system (wds) was successfully implanted. The patient was discharged. The patient stated that had the procedure about three weeks ago and was admitted to the hospital for five days following the watchman procedure because the heart rate drops to 32bpm during the night and 100 bpm during the day. Per patient understanding as explained by the physician this likely occurred because of irritation to the heart due to the nature of the procedure itself. The patient was discharged home following said hospital admission. The patient stated the physician is scheduling her routine 45-day transesophageal echocardiography (tee) appointment for evaluation of the watchman implant. The patient reported that is currently taking for atrial fibrillation management metropol and pradaxa. The patient had a follow up appointment with the electrophysiologist on (B)(6) 2025.

Manufacturer narrative:
H6: correction to patient code: 9268: tachycardia removed.

Manufacturer narrative:
B3: aware date was used as event date as actual event date was not known.

Event description:
It was reported that tachycardia and bradycardia occurred. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman flx pro laa closure device & delivery system (wds) was successfully implanted. The patient was discharged. The patient stated that had the procedure about three weeks ago and was admitted to the hospital for five days following the watchman procedure because the heart rate drops to 32bpm during the night and 100 bpm during the day. Per patient understanding as explained by the physician this likely occurred because of irritation to the heart due to the nature of the procedure itself. The patient was discharged home following said hospital admission. The patient stated the physician is scheduling her routine 45-day transesophageal echocardiography (tee) appointment for evaluation of the watchman implant. The patient reported that is currently taking for atrial fibrillation management metropol and pradaxa. The patient had a follow up appointment with the electrophysiologist on (B)(6) 2025.